Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received indicated that an 80 cm. Powerflexpro 6 mm. X 4 cm. Balloon catheter was used for post-dilation of an unknown stent, however it hit the edge of the stent and ruptured. It was unknown how the procedure completed. The procedure completed successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was unknown. No target lesion characteristic information was provided.

Manufacturer narrative:
The report received indicated that a 6x40mm 80 cm powerflex pro balloon catheter (bc) was used for post-dilation of an unknown stent, however it hit the edge of the stent and ruptured. It was unknown how the procedure completed. The procedure completed successfully. There was no reported patient injury. The target lesion was unknown. No target lesion characteristic information was provided. The device was not returned for analysis. A device history record (DHR) review of lot 17689116 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event since calcified/resistant lesions can damage a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least (B)(4) of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.